Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call indicating that patient insulin pump had damage. Customer's blood glucose at time of incident was unknown. Customer stated that the tip of the reservoir has gotten bent and it is not delivering insulin. Customer's father is on his way in to take his daughter another reservoir to her job.